Event description:
On (B)(6) 2012, the pt reported elevated blood glucose levels after switching to a competitor's infusion set six months prior to this report. His blood glucose levels were as high as 420 mg/dl and his target range is 90-120 mg/dl. The pt had been treating the elevated blood glucose levels using the infusion device and had increased the basal rate. Before going to a scheduled doctor's appointment, 3 months prior to this report, the pt felt feverish and was having difficulty with memory and blurred vision. The pt's doctor told him that he had symptoms of ketoacidosis and that his hba1c went from 6.4 on his previous visit up to 7.6 at this visit and he had gained 30 lbs. The pt switched back to a roche infusion set and within four hours his blood glucose had dropped to 77 mg/dl. He had not yet adjusted the increased basal rate he was using while on a competitor's infusion set. Twelve hours after that, his blood glucose level returned to normal and has remained within his target range since switching back. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.